Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit tank is not registering. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue.the fse was unable to duplicate problem. Found that retractable ac cord was wrapped around helium tank causing helium tank to be incorrectly situated corrected retractable ac cord. Replaced 9 v battery that had reached its due by replacement date. Ran and passed all performance and function tests. Per manufacturer specifications. The fse replaced 9 v battery that had reached its due by replacement date. The equipment works to the manufacturer¿s specs, and cleared for clinical use, and was returned to the customer. The machine was returned for clinical use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit tank is not registering.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.